Event description:
It was reported that there was an alert for the lead's out of range superior vena cava (svc) impedance. The right ventricular (rv) and svc impedances both showed variability and the current rv tip to rv coil showed noise on the electrogram. Further testing was recommended and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2008; 6935, implantable tachy lead, (B)(6) 2011.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.